Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm and unresponsive buttons on the insulin pump. The customer's blood glucose was 478 mg/dl, which was treated with a manual injection. The customer could not recall any significant events leading to the alarm. Customer was unable to verify that the time was advancing on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on up arrow button. No button error alarm and time clock anomaly noted during testing. Unable to perform any tests due to button unresponsive. The insulin pump was received with cracked battery tube thread, corroded battery tube, address/serial number label missing, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.